Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: t00007493.

Event description:
It is not known which lead migrated.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that one of patient's lead migrated causing ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was repositioned to address the issue.